Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report.(B)(4).

Manufacturer narrative:
(B)(4): no failure detected and product within specification. The customer reported that they obtained a (B)(6) result from a donor with the cobas taqscreen mpx test but the donor specimen was serology (B)(6). The donation was blocked from the blood supply. Although requested, no samples from the donor were provided by the customer for investigative testing such as sequencing analysis or alternative nat testing. Therefore, it cannot be determined if mismatches to the assay oligos account for the (B)(6) results generated by the cobas taqscreen mpx test. Based on the information available, no product non-conformance was identified. (B)(4).

Event description:
A customer site in (B)(6) reported that a patient sample generated a false non-reactive test result, for (B)(6), when tested with the cobas taqscreen mpx test. Specifically, the customer reported that the donor specimen was serology positive and generated non-reactive test results with the cobas taqscreen mpx test. The patient sample was tested for serology multiple times with the architect (abbott) and murex (diasorin) tests.